Event description:
The customer reported that they received an erroneous result for one patient sample tested for troponin I (tni). The sample was believed to be false positive for tni. The sample initially resulted as 9.0 ng/dl and this value was reported outside of the laboratory. The sample was retested using a centaur analyzer and resulted as negative. The sample was also tested for troponin t using the roche troponin t high sensitive assay and this resulted as negative. The patient had no other indications of heart disease. The patient was not adversely affected. The tni reagent lot number is 175763 with an expiration date of 01/30/2015.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
A specific root cause could not be determined based on information provided. The customer was asked to provide the patient sample for investigation, however, the sample could not be obtained.